Event description:
Boston scientific received info that this recently implanted right atrial (ra) lead was found to be dislodged. This was discovered via a chest x-ray. A lead revision procedure was performed where the lead was successfully repositioned. There were no additional adverse pt effects. The lead remains in service. As of today no additional info is available and at this time, our investigation is complete. Should additional info become available, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.